Event description:
It was reported a lead integrity alert triggered for the left ventricular (lv) lead having impedance greater than 2500 ohms. There was also no lv capture noted. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.